Manufacturer narrative:
Additional information: voluntary medwatch was received and the report states: "the hub connected to the catheter attached to the patient's right side came off". Investigation summary: a review of the documentation, drawings, instructions for use(IFU), quality control, and manufacturing instructions were conducted during the investigation. The device was not returned for evaluation. However, an image was supplied of the catheter tubing separated from the hub (no hub present in the picture). The tubing had a flare which appeared to be concentric and undamaged. The flare could not be accurately measured from the picture; however, there was no obvious sign of inadequate flaring. Additionally, a document based investigation was performed. There was no evidence to suggest the product was not made to specifications. No lot number was provided thus a review of the device history record could not be performed for non-conformances or other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the patient returned on (B)(6) 2017 when the hub of the ultrathane mac-loc locking loop multipurpose drainage catheter detached from the drain portion of the device. An additional procedure to replace the device was necessitated. The device was reportedly replaced successfully using a new product, with no further complications or patient adverse events reported. The device is reportedly unavailable for return.